Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the tip of the device after it was returned from the hospital. The device was broken during tka, but there was no adverse consequence and delay in the op.

Manufacturer narrative:
The event was confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. One of the clamp jaws has fractured from the device. The fracture surface was reviewed by the ma team and it was determined the device fractured in overload similar to the device investigated under a similar investigation. The investigation determined the likely root cause of the event to be overtightening of the clamp during multiple uses. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the tip of the device after it was returend from the hospital. The device was broken during tka, but there was no adverse consequence and delay in the op.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.